Manufacturer narrative:
The received device was inspected and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's father that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 639 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient was treated with insulin intravenously (IV) and fluids via IV. The patient had currently been in the hospital for 2 days and was still hospitalized at the time father reported the medical event.